Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Upon removal of the pod from the infusion site the patient reports being unsure if the cannula was properly seated in the infusion site upon initial activation. In addition the patient reports the cannula was found to be bent. Once at the hospital the patient was placed on an insulin drip. The patient was prescribed morphine, zofran, metronidazole, potassium, amlodipine and losartan. The patient was released from the hospital after 4 days. The pod will not be returned as it has been discarded.